Event description:
Patient information: the patient is a 40-year-old female with hsv type I with last outbreak 1 year ago, no history of injections or allergies. Also does not have auto immune conditions. Adverse event information: the clinic reported on (B)(6) 2025 that patient who was injected on (B)(6) 2025 with 4 ml of revanesse lips+ with lidocaine showed angioedema 5-10 minutes post starting injection. However, the clinic manager reported to prollenium medical that the patient is doing fine now. Follow-up communications with clinic: after receiving the report on 16 apr 2025 by prollenium, they reached out to the clinic to obtain more information to conduct a through investigation. Results of medical assessment: on (B)(6) 2025 a patient received less than 0.4 cc of revanesse lips into her upper lip. Prior to injection the injecting rn applied compounded high concentration topical anesthetic blt (benzocaine, lidocaine, tetracaine) to the patient's upper and power lips. Within 5 min of injecting the upper lip the patients both lips swelled in an allergic nature. The patient was given one benadryl 50 mg tablet and the swelling subsided. The small amount of ha was not dissolved. The swelling did not reoccur. "My clinical opinion is that is a commonly seen allergic reaction caused by high concentration of topical anesthetic applied to the thin epithelium and mucosa of the lips. Benzocaine is the most allergenic of all topical anesthetics. I see no evidence of this being an adverse event caused by ha filler as the filler was not dissolved and the allergic swelling did not return."

Manufacturer narrative:
Medical opinion from prollenium medical technologies inc.: on (B)(6) 2025 a patient received less than 0.4 cc of revanesse lips into her upper lip. Prior to injection the injecting rn applied compounded high concentration topical anesthetic blt (benzocaine, lidocaine, tetracaine) to the patient's upper and power lips. Within 5 min of injecting the upper lip the patients both lips swelled in an allergic nature. The patient was given one benadryl 50 mg tablet and the swelling subsided. The small amount of ha was not dissolved. The swelling did not reoccur. "My clinical opinion is that is a commonly seen allergic reaction caused by high concentration of topical anesthetic applied to the thin epithelium and mucosa of the lips. Benzocaine is the most allergenic of all topical anesthetics. I see no evidence of this being an adverse event caused by ha filler as the filler was not dissolved and the allergic swelling did not return."